Event description:
Nine days after catheter replacement (see MFR's report # 2182207-2002-00596), the pt continued to have increased pain despite dose escalation and she also continued to have difficulty walking. The walking had improved and she had more control over her right leg than before, but she still had difficulty moving from place to place. An MRI was recommended, the pt's pump dose of dilaudid was increased, and she was given oral narcotic medications. The pt was seen again in 2002 and her pain was slowly improving; she continued to have difficulty walking and the pt was urged to have an MRI. The oral medications were continued and the pump was refilled with dilaudid and bupivacaine; the rate was unchanged, but a bolus of 2mg was provided for pt comfort. In 2002, an MRI showed, "2.3 x 0.4 x 0.4 cm abnormal lesion in the right posterior spinal canal at the t10-t11 level with linear-central-focus of t2 prolongation. By history, the pt had an intrathecal pump and this may represent the pump catheter with surrounding granuloma formation. This contributes to anterior displacement of the spinal cord at this level and at least mild canal stenosis. In addition, there is signal abnormality posterior to the spinal cord at the t10-t11 level which appears to be intradural. Although this may be related to cerebrospinal fluid flow artifact, a mass lesion cannot be excluded. Recommend further MRI imaging through the lower thoracic spine from t9 through t12 with post gadolinium imaging and thin section axial imaging". The pt was seen again by the hcp in mid-september. The pt was ambulatory with a cane and was able to move about but had a shuffling gait. Based on the MRI, it appeared that the pt was having a reactive granuloma formation in the area of the catheter. The pt stated, she was feeling somewhat sleepy and she may be getting more medication than needed. The pump dose was decreased by 50%; the pt was given oral pain medications; and she was told to contact the neurosurgeon for a consult. An MRI in 2003 showed, "abnormal t10 - t11 spinal canal lesion seen on previous exam has for the most part resolved. A tiny focus of signal abnormality remains". See MFR's report#: 6000030-2008-02624.

Manufacturer narrative:
.